Manufacturer narrative:
Lot number was not verified by the crm system because its an old number and there are no records for data collect. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that almost 11 years after the dental implant was installed in intraoral region 19#, its fracture was observed. Moreover, the patient presented bone type ii and biomechanical overload has occurred.